Event description:
While in use, the ventilator alerted with the message "fan failure". Fan was not obstructed. Ventilator changed out without incident. Vent required replacement of air flow themistor.